Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an internal fixation, the patient was walking and the trigen intertan 10s 10mm x 18cm 125degree broke and popped off the head of the femur. This problem was treated with a thr surgery, and as a consequence the patient has drop foot. Also, the patient presented an (B)(6) infection which caused a third surgery and usage of strong antibiotics which lid to kidney failure. Current health state of the patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that 3 months after an orif of a left intertrochanteric hip fracture was performed with a trigen intertan nail system on 1-oct-2018, the patient felt a pop in her hip and had pain with difficulty ambulation. Upon arrival to the emergency room, x-rays confirmed that the lag and compression screws were noted to backout somewhat from the lateral cortex and a CT scan demonstrated a comminuted fracture of the greater trochanter. To address this adverse event, the nailing system was replaced with a tha from a competitor. Upon removal of the nail, a fracture along its midportion was noted. The patient kept experiencing other adverse events after the revision surgery that are still unresolved.

Manufacturer narrative:
H10: the device was not returned for evaluation but the clinical assesment, concluded that, the provided x-ray and CT scan reports confirmed the backout of the lag and compression screw as well as the comminuted fracture of the greater trochanter. However, the clinical root cause of the reported events cannot be determined. The impact to the patient beyond that which has already been reported cannot be determined. However, it was noted that following the removal of the s+n components and tha conversion procedure, the patient developed foot drop, prosthetic infection, hypertensive emergency, and renal failure. These developments are most likely related to the procedure and the patient¿s previous diagnoses of type ii dm and hypertension. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for intramedullary nail system revealed that fracture has been identified as a possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported incident could be corroborated as the x-rays and CT scan reports confirm the backout of the device and the fracture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after an internal fixation, the patient was walking and the trigen intertan 10s 10mm x 18cm 125degree broke and popped off the head of the femur. This problem was treated with a thr surgery, and as a consequence the patient has drop foot. Also, the patient presented an (B)(6) infection which caused a third surgery and usage of strong antibiotics which lid to kidney failure. Current health state of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).